Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to an unsuccessful ring repair.

Manufacturer narrative:
Unsuccessful ring repair.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Event description:
The customer states that one patient sample from an oncology clinic generated an initial wbc count of 0.698 10e9/l on the cell-dyn 4000 proto 110v analyzer. There were no flags or error messages associated with this value. The result was reported from the lab. The sample retested at 6.53 10e9/l on a cell-dyn 3700 analyzer. There is no impact to patient management reported. The customer did note that wbc issues have been occurring on the cell-dyn 4000 analyzer. A service call was initiated.